Event description:
It was reported that the customer's blood glucose (bg) level has been high. The customer felt that it was due to settings as her body might be changing. Tandem customer technical support (cts) instructed the customer to speak to the healthcare provider regarding the pump settings. The customer declined cts's offer to troubleshoot for the high bg level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.